Event description:
It was reported to philips that the system could not start up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found the basic input/output system (bios) battery of host pc had a voltage of 1.6v, which was significantly low. Following replacement, the system was returned to good working condition. The codes have been updated based on the investigation's outcome.